Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received. One event was confirmed during testing. The device was found to be affected by corrosion. Four device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the devices were reportedly leaking. Four events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Event description:
This report summarizes 5 malfunction events, in which the devices were reportedly leaking. 4 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 4 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation.   Evaluation status: 4 reported events were not confirmed during testing; the devices were found to be within specifications.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.